Manufacturer narrative:
Device evaluation : one cadd pump was received for evaluation with the tamper seal missing and a damaged lens. Examination of the pump's event history log provided evidence of the reported issue. The pump was also visually inspected and underwent functional testing. Upon testing the device, it was found that the air detector sensor failed. The sensor failure confirms the reported complaint. The problem source of the event could not be identified. Additional information was received on (B)(6) 2019 that there was no patient involvement in the event.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump had defective air sensor. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.